Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a colonoscopy procedure performed on (B)(6) 2009 (patient age unk; however, over 18 years). According to the complainant, during preparation for the procedure, it was noticed that the pull wires were frayed/pulling apart. It was reported that the device jaws would open and close. No packaging damage was reported. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).